Event description:
A us distributor reported that a patient was receiving a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. This failure was due to the u1 component out of tolerance in ECG c and d. The root cause for the defective component could not be positively identified. There were no adverse events associated with the belt malfunction.